Event description:
Customer reported that an alarm 2 was followed by alarm 26, indicating an occlusion event. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin.